Manufacturer narrative:
Pending engineering evaluation.

Event description:
Surgeon used a 9mm paddle scraper to assess the disc space; decided to use an 11mm implant. When the insert portion of the implant was being delivered, there was resistance met and the insert portion fractured. Implant endplate components were left in the disc space. Implant insert components were retrieved.

Manufacturer narrative:
Engineering evaluation noted that the fractured spacer reported was likely the result of attempting to insert the interbody into either an undersized disc space or a partially fused disc space, which made the distraction forces too great to overcome and prevented proper assembly of the components.

Event description:
Surgeon used a 9mm paddle scraper to assess the disc space; divided to use an 11mm implant. When the insert portion of the implant was being delivered, there was resistance met and the insert portion fractured. Implant endplate components were left in the disc space. Implant insert components were retrieved.